Event description:
The affiliate reported the customer alleged erratic and imprecise vitamin b12 results, for multiple patients, on separate days, involving the access® vitamin b12 assay used in conjunction with the access immunoassay system. The customer stated quality control (qc) results were also out of specification. Quality control performance was within specification once a new lot of reagent was used. Subsequent analysis of the patients' samples, on the reagent lot in question, recovered erratic vitamin b12 results. The erroneous results were released out of the laboratory. It is unknown if patient treatment was impacted. The customer has not received any reports of patient consequence associated with this event. This is report two of two.

Manufacturer narrative:
Patient samples were collected in 8.5 ml becton dickinson (bd) vacutainer with gel and centrifuged at 4,000 rpm (rotations per minute) for ten minutes at 25 degrees celsius. The vitamin b12 assay in question has been routed to beckman coulter customer product line support (cpls) laboratory for further analysis. This medwatch report is related to MDR 2122870-2013-00112.

Manufacturer narrative:
Additional information: further analysis by beckman coulter indicated a low particle concentration in a number of the returned vitamin b12 reagent packs from the involved lot no. 270139. Investigative testing of the reagent packs produced data that correlated with the alleged erroneous results. The investigative reagent lot exhibited a magnetic particle concentration issue that is currently under further investigation. A definitive cause of the event is inconclusive at this time.